Manufacturer narrative:
.

Event description:
Health professional reported patient diagnosed with "alcl disease associated to breast device," side unspecified. Explant and capsulectomy performed. The event will be captured as lymphoma as pathological markers to confirm alcl have not been received.

Manufacturer narrative:
Medwatch sent to FDA on 06/01/2016. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause of this event. It is not known if the device will be returned. Patient information was not provided. Device labeling addresses: lymphoma, including anaplastic large t-cell lymphoma (alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist.

Event description:
Health professional reported patient diagnosed with "alcl disease associated to breast device," side unspecified. Explant and capsulectomy performed. The event will be captured as lymphoma as pathological markers to confirm alcl have not been received.